Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition investigation revealed fatigue wire breakages in the active electrode likely caused by minute device mobility. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user presented at the clinic (B)(6) 2020 with a complaint of a headache. He was referred to ent for consultation and for x-ray imaging. Reportedly, the user had not used the device for a prolonged period of time. The user has been re-implanted on (B)(6) 2022. Per device explantation report, there were visible damages to the implant coil and a broken housing was noted prior to device removal. The device was found dislocated from the original position. A possibility of trauma was noted on the report.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. Furthermore, previous measurements from 2015 showed several channels within hi status for undetermined reasons. To determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Currently no further appointments have been scheduled.

Event description:
It was reported that the telemetry could not be measured due to the serial number not being read when using the max coil. The suggestions provided by the software were tried but the issue was not resolved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the telemetry could not be measured due to the serial number not being read when using the max coil. The suggestions provided by the software were tried, but the issue was not resolved.